Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the user test failed. There was no patient use associated with the reported event. Physio-control observed that the service indicator is present along with an event code logged in the device's memory and the device delivers abnormal defibrillation output energy. The event code logged in the memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause for the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly and completed other unrelated repairs. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  Physio-control further evaluated the removed therapy pcb assembly and observed that diode, designator cr30, was electrically shorted and caused the negative portion of the defibrillation waveform to be missing and to display "abnormal energy delivery".